Event description:
Post transseptal puncture a 6mm pericardial effusion was detected on the toe image. Heparin got reversed. The blood pressure stayed stable, but the procedure wasn't completed to avoid giving-more heparin. Was surgery delayed due to the reported event? Unknown, was procedure successfully completed? No, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome/ consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown. Additional event information received: when did the event occur? (Please select transseptal, mapping or ablation phase) transseptal phase (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).